Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the breakout port failed to recognize any instruments. The site used another system to continue the procedure. There was a delay of less than one hour. There was no impact on patient outcome. The manufacturing representative (rep) was on site later and confirmed the issue. Upon initial connection, all lights on the emitter box lit up amber (which is normal), but the amber light for ports 3 & 4 remained on even after a while. When an instrument was plugged into a non-amber port, that port also turned amber. No error message populated on the screen to indicate an issue with the localizer. The rep swapped the breakout box with another box from the site, and the issue was resolved, confirming that the problem follows the original breakout box.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735825ent. H3, h6: a medtronic representative went to the site to test the equipment. The emitter was replaced and the system then passed testing. Codes b01, c13 and d02 are applicable to this analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.